Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated, "the aligner squeezes very tightly to the point my gums will bleed for the first few minutes. My teeth have become very sensitive to every touch. And feeling, that I skip eating certain things. I had to take pain medication for the first five days to ease the tension. I don't think, I want to continue any further with this plan. I tried all of this, for a second time, due to this is my second email regarding fitting and discomfort. My front tooth chipped from this process. And I'm will no longer continue with this treatment".